Event description:
Hosp personnel attended to an automobile accident pt in a triage situation. Pacing therapy was attempted and allegedly the unit displayed the pacing leads off message and stopped pacing. Without hesitation, the operator immediately used another pacemaker and continued pacing attempts. The pt did not survive. The reporter indicated the device did not likely contribute to the death of the pt. This opinion was based upon the availability of another pacemaker and the lack of pt viability.